Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that her one touch ultra2 meter was prompting a message of "expiration." The medical affairs specialist (mas) spoke with the pt on july 16, 2008 and obtained the following info. The pt reported that the alleged issue began the same day she contacted lfs. On the morning of original date, the pt noticed that she had accidentally left the strip she tested with the evening before in the meter. When she attempted to test with a new strip, she obtained a message of "expiration," and therefore was reportedly unable to get a reading. Despite the message, the pt proceeded with taking her usual dose of metformin (100 mg), and 20 units of novolog insulin. Approx. 2 hours after obtaining the message, the pt reported that she "broke out in a sweat and felt very hungry." She treated self with food and reportedly felt better afterwards. At the time of troubleshooting, the customer care advocate (cca) was unable to duplicate the message the pt reportedly obtained earlier that morning, but discovered the pt was using expired test strips. During the call, the pt was able to test her blood glucose successfully. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.